Manufacturer narrative:
Information anticipated, device was not returned for eval.

Event description:
It was reported that during an unknown procedure, the active blade broke during cleaning. No piece fell into the pt. There was no adverse pt consequence.